Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: a procedural image received from the account confirmed the actuator separation. Upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was returned with the end cap/screw gear snap fit connected and the capsule partially open. Visual analysis showed the handle, capsule, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated from the dcs by the medtronic analysis technician. Tab 3 had stress mark at the point where the tab protrudes from the deployment knob and tab 4 appeared to be hinging inwards. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, while loading the valve, the deploy ment knob of the delivery catheter system (dcs) broke when the capsule was two-thirds closed. A loose tab was identified when the deployment knob split in two pieces. The handle was not over-driven and there was no unusual resistance felt during loading. No marks were noted on the dcs and the dcs packaging was reported as ¿ok¿. The device was not used for implant and did not have contact withthe patient. A different dcs was used for implant. No adverse patient effects were reported.